Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary covered stent was to be used in the common bile duct to treat a lesion due to pancreatic cancer during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, the physician was able to fully deploy the stent; however, when the delivery system was removed, the delivery system got stuck at the proximal end of the stent and pulled the stent out of the common bile duct. The stent was removed from the patient using rat tooth forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary covered stent was to be used in the common bile duct to treat a lesion due to pancreatic cancer during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, the physician was able to fully deploy the stent; however, when the delivery system was removed, the delivery system got stuck at the proximal end of the stent and pulled the stent out of the common bile duct. The stent was removed from the patient using rat tooth forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.